Event description:
It was reported that the customer was unable to stop a leak in the reservoir and not able to get all contaminates out of the reservoir. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4: UDI section, h3 and h6 - evaluation codes updated d3, g1, and g2 email is: regulatory.responses@icumed.com device evaluation: one device was returned for investigation. Visual inspection noted stripped threads on the interlock block. Device had a worn and stained enclosure, float switch, and line cord. Outdated printed circuit board (pcb) and power switch. Functional testing found the reservoir is leaking from both sides and the bottom of the water tank cover. The inside of the reservoir tank is stained and contaminated. The complaint was confirmed. Root cause was attributed to a torn and twisted tank cover gasket. Also an incorrect fluid was used that stained and contaminated the reservoir. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the float switch, enclosure, interlock block, and line cord. Also updated the pcb, power switch, and retainer. Performed preventative maintenance. Device passed all functional testing after the completed repairs.